Event description:
When the nurse opened the bd vacuatiner safety-lok package, the clear plastic needle cover popped off. When the nurse reached in the package to pull out the needle and tubing, the nurse was stuck by the needle as the safety cover was off. This has happened several times in the past two weeks.